Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant procedure, the surgeon experienced difficulty in locking the pump onto the apical cuff. After multiple unsuccessful attempts, the surgeon removed the pump to inspect and was able to fully engage in the locking mechanism without the apical cuff, as indicated by the yellow lines on the locking mechanism fully disappearing. This behavior was not typical of the heartmate 3 pump and raised concerns about potential damage to the locking arms within the locking mechanism. The pump was not implanted. A new device was opened and implanted without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), confirmed damage to the apical cuff lock that would have contributed to the reported event. (B)(6) was returned with the pump cable intact. The modular cable was returned disconnected from the pump cable. The outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was not returned. The cuff lock was in the fully locked position. Upon disassembly, inspection of the cuff lock confirmed both locking arms were bent outwards out of specification. Further inspection revealed scratch marks on top of the motor cap which aligned with the cuff lock geometry. Engagement testing revealed that the cuff lock was able to be fully moved into the locked position without the presence of a test apical cuff, consistent with the observed locking arm damage. The observed damage to the locking arms would have contributed to the reported event of the cuff lock being moved into the locked position without engaging with the apical cuff. Although the exact time and cause was unable to be conclusively determined through this evaluation, the observed locking arm damage, and motor cap scratch marks appeared consistent with a high load being applied to the cuff lock while the apical cuff was not inserted within the cuff lock. Examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the device history records for (B)(6) found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing inspection and testing steps. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Section 5 (under ¿inserting the pump in the ventricle¿) provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 also provides instructions on how to unlatch the slide lock and states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. Section 5 warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. If the pump fails to operate properly, do not implant it. Utilize the back-up heartmate 3 lvad in its place. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The "using the unlock tool" section provides steps to follow to open the slide lock. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. No further information was provided. The manufacturer is closing the file on this event.